Event description:
It was reported, patient came in with pain. X-ray detected that the nail was broken. Patient was revised in 2006 and that the distal fragment still remains in the patient.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.